Event description:
The manufacturer received information alleging a trilogy evo ventilator experienced a ventilator service required alarm. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, the alarm was not duplicated during operational checking. The service technician states that two ventilator service required alarms were founds in the device's error log relating to 'pil press railed low' and 'prox pressure railed low.' Functional testing was performed and there were no abnormalities found in each pressure sensor. It is assumed that the reported issue was caused by occurrence of temporary failure in the proximal/pilot pressure sensors or some external factors such as accumulation of water inside the pressure measurement route and king. The service technician states that the system printed circuit assembly board (pca) was replaced to resolve the issue. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly.